Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems. This report is related to the ipg implanted on (B)(6) 2010. It was reported the patient stopped recharging her ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.